Event description:
It was reported that during an unknown procedure, during application, the clips were released opened. The case was carried out by using another device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did the clips drop from the device unformed? Yes. Was the device fired and the clips were malformed? No. Which firing of the device did this event occur on? From the first firing. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? In the patient. What were the indications for surgery? What was found? The surgeon couldn't apply clip on the cystic duct. Does the patient have any relevant history of surgical treatments? If so, what? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? No.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.